Manufacturer narrative:
The prefabricated t2 was not completely inside the needle track, the needle was ejected from t2, and t2 cannot be deployed. Finally, t1 was left in the body of the patient." The product was received in damaged condition both carton and product. It is unknown how or when the carton attained the damage; prior to use or during return transit. T1 was not returned. It had been cut or pulled from the suture. There was a knot remaining at t1 location. T2 and balance of suture were returned but freed from the delivery needle track. The delivery needle is clearly disfigured. It is quite bent and the delivery curve has become exaggerated. The depth limiter was attached. It is creased and flared. The symptoms are indicative of difficulty with reaching the desired anchoring location. The device no longer cycles or actuates due to the damage. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was established. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscal suture surgery, the t2 of the fast-fix cannot be deployed. Procedure was completed with a back-up device. No patient injury reported.